Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free lv connector leaked during an unspecified radiologic procedure. The leak was observed around the jelco and the extension set. The procedure called for contrast to be injected under pressure (the amount of pressure was not reported). There was no report of patient injury or medical intervention associated with this event. No additional information is available.